Manufacturer narrative:
This supplemental report is being submitted to provide additional information.according to the additional information provided by olympus medical systems india private limited, the output socket was damaged, but the endoscope could be connected.the exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, omsc determined that the dp board failed due to aged deterioration of the parts on the board due to repeated use for a long period of time, because approximately five years have passed since the device was manufactured. Since the optical unit is connected to the dp board, there is possibility that the lamp did not light due to a failure of the dp board, causing a lamp error (e105).in addition, omsc concluded that the front panel failed due to aging of components on the board due to repeated use over a long period of time.device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.if additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to omsi for evaluation. The evaluation of the device by omsi confirmed the following; there were small dents and scratches on the lid of the device and front and rear panels. The rear panel was rusty. The output socket was broken. The reported event that a lamp error (e105) occurred appeared to be caused by defect of the electrical circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, a lamp error (e106) occurred. Olympus inspected the device at olympus medical systems (B)(4) (omsi) and found that a lamp error (e105) occurred. The error codes e105 and e106 mean that the video system center is damaged. And the front panel led light was blinking due to the front panel unit failure. There was no report of patient injury associated with this event.